Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she did not think it was working right. When she came back from the doctor from being programmed, it worked good but then it went down to nothing. When she checked the device, it was turned off. The patient felt stimulation because she upped it. There was no medical procedure, emi, trauma or fall related to this issue. The patient kept a voiding diary for months but she does not anymore. She felt stim in the correct area. She was on 1.4v and when she increased it to 1.7v, it was too high and she lowered it to 1.6v. She planned to try it for a couple of days. It was at 2.0v a long time ago and about a month prior to report, it was at 1.2v. The patient was up every 30 minutes to 1 hour every night. For the last week or so, it was not doing any good for the patient. She was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Further follow up was being conducted for the circumstance that led to the lack of effect and the resolution. If additional information is received, a follow up report will be sent.